Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that an automated impella controller (aic) failed to recognize an installed purge cassette during impella support. Upon checking the purge disc area, the registered nurse stated that the purge disc was loose as a result of a cracked purge disc retainer. The aic was swapped as a result of the noted damage. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. Log files were reviewed and the reported purge disc not detected alarm issue was confirmed. There were multiple instances of purge disc not detected alarm found on the reported occurrence date. The console was tested. The reported purge disc not detected alarm issue was able to be reproduced. After visual inspection of the console, it was discovered that there was a hairline fracture on the left side of the purge disc retainer. The purge disc not detected alarms were determined to be caused by this fracture in the purge retainer. The purge disc not detected alarms were determined to be caused by this fracture in the purge retainer.